Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint that the powerglide caused the reported thrombus was inconclusive due to the sample condition. Two ultrasound images were provided for investigation. It was reported that a thrombosis was found 6 days after implantation of the powerglide catheter; however, it could not be verified from the images that the reported event was caused by the implicated product. A review of the manufacturing records revealed no evidence that the reported event was caused by the manufacturing process. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of redy0452 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redy0452) have been reported from the same facility in (B)(4).

Event description:
It was reported that a thrombosis was found 6 days after implantation of midline catheter. Consilium carried out on (B)(6) 2020. It was reported clinically quite beautiful superficial vein (s) on the right forearm. V. Basilica on the right upper arm, which is also suitable for sonography. The vessel is punctured under sterile cautery and ultrasound control and an 18g mildline catheter is inserted. Robust aspiration and irrigation. Fixation with statlock and tegardem. Thrombosis was diagnosed on (B)(6) 2020